Manufacturer narrative:
(B)(6). Section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt319 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the subject rt319 breathing circuit observed a hole in the tubing. The surface of the tubing was caved inwards, indicating that the hole was formed due to external penetration by a sharp object. Performance testing of the rt319 breathing circuit found that the tubing failed the leak test, confirming the reported issue. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the returned rt319 breathing circuit. However, as the reported usage time of the subject circuit was 10 hours, it is likely that the hole was introduced while the circuit was being used. All rt319 breathing circuits are visually inspected, and pressure and flow tested during production and those that dail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions provided with the rt319 breathing circuit include the following: · visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. · perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. · ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that an rt319 bi-level/CPAP circuit was found leaking water during patient use. There were no reported patient consequences.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that an rt319 bi-level/CPAP circuit was found leaking water during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6) section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt265 infant dual-heated evaqua2 breathing circuits to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.